Manufacturer narrative:
On (B)(6) 2023, the patient reported to rhythm via email a billing issue and only being able to wear the monitor 3 of the 14 prescribed days due to skin irritation. The patients symptoms included urticaria, blisters and site pain. On (B)(6) 2023, urticaria received mw5114584 which was reported by the patient. The patient reported their billing concerns, the symptoms reported previously and additional symptoms that included itching, redness, and blisters. The patient also reported that they were treated for an allergic reaction. The returned device was evaluated and no issues were found. No death or serious injury was indicated as part of the reported issue. Investigation into the patients billing grievance was further examined and determined that the company contracted to handle billing calls did not properly escalate the patient¿s skin irritation or concerns to rhythm. Coaching has been communicated to agents by the contracted company. Skin irritation is a known inherent risk of the device. Nlb0020 (xt) warnings state the following: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the patch from the patient¿s chest.

Event description:
The patient reported a skin irritation and allergic reaction caused by zio xt. This report is being submitted in response to mw5114584.